Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure of no image is due to performance of an electrical or electronic component was found to be inadequate. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that with the bronchovideoscope the image did not appear. It was asked but unknown when issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.